Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory has broken at the end / cracked and also the plastic has melted at the opposite end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover accessory cracked/broke multiple times across several procedures. The issue occurred three times during the same operation, and it occurred once per procedure on two other days. One tip cover was sent to intuitive and the others were not available. No patient injuries were reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that the tip cover related to this complaint was thrown out.

Event description:
Refer to h11 for follow-up information.